Event description:
It was reported that the patient hit his head on the edge of a bed and that the wound is near to the electrode lead. In situ measurements show 10 electrode channels with status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.